Event description:
It was reported that the customer is a new bd alaris infusion system implementation. The cancer center went live with new pcu and pump modules on (B)(6) 2025. Rn noted when loading bd alaris low-sorb tubing (ref# 2260-0500), the pump module displayed a checking line message across scrolling message display. Rn checked tubing installation, for any clamped areas of tubing including pinched tubing, roller or pinch clamps and reloaded tubing into pump module. Rn could not resolve alarm, so she placed low sorb tubing infusion into a different pump module, and the infusion ran with no problems. Primary (non-low sorb) tubing was loaded into affected pump modules and had no alarms or issues reported. Upon visual inspection of pump module, no obvious defects were noted. Low sorb tubing was not saved by bedside rn. There was patient involvement, however outcome is unknown.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Manufacturer narrative:
Correction: describe event or problem. Additional information: manufacturer narrative. Root cause: the root cause for the reported issue that device had tubing set false alarm was not determined because no product or device logs were returned. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the customer is a new bd alaris infusion system implementation. The clinician noted when loading bd alaris low-sorb tubing (ref# (B)(4), the pump module displayed a checking line message across scrolling message display. The clinician checked tubing installation, for any clamped areas of tubing including pinched tubing, roller or pinch clamps and reloaded tubing into pump module. The clinician could not resolve alarm, so she placed low sorb tubing infusion into a different pump module, and the infusion ran with no problems. Primary (non-low sorb) tubing was loaded into affected pump modules and had no alarms or issues reported. Upon visual inspection of pump module, no obvious defects were noted. There was patient involvement, however outcome is unknown.